Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive sheath was prepared as recommended, transseptal was performed with faradrive, dilator was withdrawn, and the faradrive sheath was aspirated as recommended. Upon insertion of a farawave catheter into the faradrive sheath and aspiration of the sheath, air was noted to be aspirated. The farawave catheter was withdrawn again, and aspiration was performed without issue. The farawave catheter was inserted into the faradrive sheath again and air was again noted to be aspirated. The faradrive sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed. It was further reported that the guidewire was positioned even with the farawave tip during the procedure. The pressure bag was used for the irrigation of sheath. Excessive bubbles were noted in aspiration syringe and in the flushing line while aspirating the sheath. No air was seen in the patient.

Manufacturer narrative:
B5: describe event or problem - updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. It has been mentioned that the faradrive sheath was prepared as recommended, transseptal was performed with faradrive, dilator was withdrawn, and the faradrive sheath was aspirated as recommended. Upon insertion of a farawave catheter into the faradrive sheath and aspiration of the sheath, air was noted to be aspirated. The farawave catheter was withdrawn again, and aspiration was performed without issue. The farawave catheter was inserted into the faradrive sheath again and air was again noted to be aspirated. The faradrive sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be returned for analysis as it was disposed.